Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting (B)(6) 2015 the patient experienced biphasic dyskinesia and paresthesia of the left leg. The event had required hospitalization or prolongation of existing hospitalization. The event was unrelated/unlikely related to the surgery, system and pre-existing/underlying disease and was possibly/probably/ certain to be related to stimulation and medication. The outcome was resolved with sequelae. Further follow up is being conducted to obtain device information and additional information about the sequelae. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported the serious adverse event was resolved. Bisphasic dyskinesia and paresthesia in left leg was still ongoing after discharge. The patient's next visit was scheduled for (B)(6) 2016.